Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from french to english: during the insertion of a venous line, at the time of the withdrawal of the needle, I could not press the safety button to retract the needle (blocked button). I therefore took all precautions to avoid pricking myself with the used needle.

Event description:
It was reported that needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from french to english: during the insertion of a venous line, at the time of the withdrawal of the needle, I could not press the safety button to retract the needle (blocked button). I therefore took all precautions to avoid pricking myself with the used needle.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.